Event description:
I have a portable continuous flow concentrator from varon inc and it is defective. The concentrator has saturation levels of 85%. With no concentrator, the saturation level is 83%. I have a devilbiss 5l stationary continuous flow concentrator. It comes in at 93% and higher. The saturation level without a concentrator is 82%.